Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has been experiencing severe pain, discomfort, unstable grinding and is very sore. X-rays revealed a dislocation and metallosis.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3005751028.